Event description:
It was reported in the journal of neurointerventional surgery a patient with severe intracranial left middle cerebral artery (mca) stenosis underwent angioplasty and stent placement in the m1 segment. Immediately following the procedure, the patient developed a left hemispheric ischemic stroke syndrome. Angiography revealed an acute in-stent thrombosis that was treated with intra-arterial abcixmab and angioplasty. The patient had persistent residual stroke despite complete recanalization of the thrombosed stent within three hours of occlusion.

Manufacturer narrative:
A ship history review identified three lots supplied to the customer prior to the reported event. A device history record review for these three lots confirmed that they met all material, assembly and performance specifications. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Stroke and thrombosis are known and anticipated complications to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
(B)(4).

Event description:
It was reported in the journal of neurointerventional surgery a patient with severe intracranial left middle cerebral artery (mca) stenosis underwent angioplasty and stent placement in the m1 segment. Immediately following the procedure, the patient developed a left hemispheric ischemic stroke syndrome. Angiography revealed an acute in-stent thrombosis that was treated with intra-arterial abcixmab and angioplasty. The patient had persistent residual stroke despite complete recanalization of the thrombosed stent within three hours of occlusion.